Manufacturer narrative:
Evaluation of the returned device and review of the data log confirmed the permanent out of range signal. Data was received (B)(4) 2013.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned device confirmed the permanent loss of signal. Item description changed from a receiver to a transmitter.